Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump kept alarming no delivery. The patient had woken up with a no delivery alarm and a blood glucose value that was too elevated to register on their fingerstick meter. The patient has since changed his infusion set, insulin, and reservoir, but the no delivery alarms kept occurring. Troubleshooting had previously occurred and the device passed the self test and displacement test. The customer had also tried all remedies possible to resolve the no delivery alarms. Their current tubing was not bent or kinked either. The caller was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump primed properly. No excessive no delivery/occlusion alarm noted. Pump received with minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.